Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for implant of an unspecified composix kugel hernia mesh. (B)(6) 2016 - the patient suffered unspecified injuries related to a defect in the composix kugel and underwent revision surgery. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿the defect was measured, and a composix kugel mesh was placed and tacked.¿ (B)(6) 2016 ¿ patient was diagnosed with small bowel obstruction secondary to folded mesh with erosions thereby underwent laparoscopic repair with removal of composix kugel mesh. Per operative notes, ¿the composix kugel mesh was folded and the small bowels were densely plastered and eroded into the mesh. The mesh was dissected from adhesions. The small bowel with mesh was resected. The fascial defect with the ventral hernia was repaired using sutures.¿

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, this report will be updated. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot. No.), d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, this report will be updated. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for implant of an unspecified composix kugel hernia mesh. (B)(6) 2016 - the patient suffered unspecified injuries related to a defect in the composix kugel and underwent revision surgery. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."